Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the switch on the device did not work was confirmed. An assessment was performed and it was observed that the unit starts working intermittently and later stops working. It was further observed that the control unit coupling was damaged and shorted internally, the unit's motor with lid with contacts had an unknown corroded substance on it, and the ball bearings had an unknown substance on it. The assignable root cause was determined to be due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the "on" switch did not work on the small battery drive device. There were no delays in the surgical procedure as a spare device was available for use. It was reported that the surgical procedure was completed without any further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.